Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 10.8 mmol versus 13.6 mmol meter to lab. Tests were done within 10 minutes with a difference of 21%patient did not experience any adverse events. No further information has been reported.